Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the surgeon had difficulty seating the milling burr in the handpiece.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The product complaint evaluation confirmed that the product would not seat due to a manufacturing error. Visual inspection of the returned part shows that there are no scratches, and no wear and tear on the returned product. As returned, the burr appears unused tried to seat in a pfj milling hand piece wouldn't seat .the straightness is out of specification.as it was taken to the receiving inspection operator for straightness check,two readings were taken the first was 0.72 and the second reading was 0.35,both the readings are outside of tolerance. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Manufacturing of the burr was considered as the root cause. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.